Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with an inappropriate anti-tachycardia pacing (atp) due to over-sensing noise. Programming changes were made to restore normal parameters. There were no patient consequences.

Event description:
It was reported, a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate anti-tachycardia pacing (atp), due to incorrect interpretation of signal. Programming changes were made to restore normal parameters. There were no patient consequences.